Manufacturer narrative:
Event date corrected based on the additional information received. There is no documentation in the complaint file that supports a possible association between the liberty cycler, cassette or any other fresenius products and the adverse events of abdominal pain, ileus versus mechanical obstruction, right sided colitis, klebsiella peritonitis and hospitalization. However, a strong probable relationship exist between the adverse events of abdominal pain and subsequent hospitalization for klebsiella peritonitis, ileus and right sided colitis. This patient has an extensive complex medical history with many comorbidities. The causality of the klebsiella peritonitis, ileus and right sided colitis is unknown.

Event description:
Medical records were received on (B)(6) 2017. It was reported that the patient was hospitalized from (B)(6) 2017 with abdominal pain, ileus versus mechanical obstruction, right sided colitis and a klebsiella peritonitis related to peritoneal dialysis therapy. The patient had complaints of abdominal discomfort, nausea, anorexia and diarrhea. Initially the patient was empirically started on intravenous (IV) zosyn and vancomycin for white blood cells count (wbc) of greater than 20,000 obtained from peritoneal fluid. Abdominal assessment appreciated the abdomen to be distended, painful, inflammation around the peritoneal dialysis catheter in the anterior abdominal wall. A nasogastric tube was placed for decompression of the ileus versus obstruction and the patient was npo (nothing per oral/nothing by mouth). The patients¿ plan of care also included treatment for hypokalemia, hypoalbuminemia and distal lower extremity infection (partial toe amputation ((B)(6) 2017) right great). During the hospitalization the patients¿ cardiac medications were adjusted and the patient was started on plavix. A lab report dated (B)(6) 2017 list results for peritoneal dialysis fluid culture collected (B)(6) 2017: peritoneal dialysis fluid, colorless, clear and a wbc of 39. Patient's peritoneal dialysis registered nurse (pdrn) later that confirmed that the hospitalization dates were (B)(6) 2017

Manufacturer narrative:
(B)(4) - there is no documentation in the complaint file supporting a possible association between the liberty cycler and the event of partial bowel obstruction, colitis and klebsiella peritonitis and hospitalization. Additionally, there is no allegation against the liberty cycler or any fresenius products and the adverse event. However, a strong probable relationship exist between the reported partial bowel obstruction and colitis and the klebsiella peritonitis and hospitalization. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by dialysis patient that patient was hospitalized and diagnosed with peritonitis. The patient's peritoneal dialysis registered nurse (pdrn) later confirmed that patient hospitalized from (B)(6) 2017. A culture test was performed and the patient was diagnosed with peritonitis due to organism klebsiella. The patient continued dialysis treatments daily during the hospitalization period. The patient was initially treated with oral medications cipro and flagyl. On (B)(6) 2017 it was determined that the oral medications were not effective and the antibiotic regime was changed to vancomycin and gentamycin for a two week period. The pdrn reported that the peritonitis was not related to peritoneal dialysis (pd) therapy or pd products, but due to a partial bowel obstruction and colitis. Additionally, it was reported that the patient was recovering and performing continuous cycling peritoneal dialysis.